Event description:
Further follow up revealed additional information regarding the patient's circumstance and cause of death via a coroner's report. Patient was found by his family member in prone position and unresponsive in bed. The patient's hands were drawn up towards his head with both hands clenched tightly as fists. The patient was also incontinent and dried secretions were exiting his mouth. There was not foul play or trauma suspected. At family's request, no autopsy were performed. The days preceding the patient's death, the patient had seizures which was reportedly unusual for the patient. The day prior to death, the patient had 3 "different" seizures while the patient and family member were leaving from vehicle auction.

Event description:
Reporter indicated that vns pt passed away in their sleep. Review of manufacturing records for both the pulse generator and the bioplar lead revealed no anomalies that would adversely affect device performance. There is no evidence of this time that the vns therapy system caused or contributed to the report event.